Event description:
It was reported that during a percutaneous coronary intervention procedure, a hypotube break occurred. Upon insertion into the guide catheter, the hypotube of the maverick 2 monorail balloon catheter "snapped." The procedure was completed successfully. Current pt status is reported as "satisfactory." No pt complications occurred. Add'l info regarding this event has been requested.

Manufacturer narrative:
The device has not been reutrned for analysis as of the date of this report.